Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the all patients and orders were not crossing to multiple stations. A technical support specialist (tss) dialed into server, restarted messaging services: located example patient in server. Customer confirmed example patients were visible on station, issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the customer reported an issue in which all patients and orders were not crossing to multiple stations throughout the facility. The customer stated that four floors had already called to report the same issue, as they were unable to view patients and orders on several stations. The customer also mentioned that he had placed all affected stations on critical override so nurses would be able to remove medications for patients. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.